Manufacturer narrative:
Batch review performed on 5 december 2025. Reverse shoulder system 04.01.0173 glenosphere - d 39x27 (k170452) lot 2513442: (B)(4) items manufactured and released on 13-aug-2025. Expiration date: 29-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot 2513851: (B)(4) items manufactured and released on 20-oct-2025. Expiration date: 09-oct-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0123 humeral reverse hc liner d 39/+3mm (k170452) lot 2514686: (B)(4) items manufactured and released on 29-jul-2025. Expiration date: 10-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection about 1 month after the primary surgery. Glenosphere, liner, and metaphysis revised.